Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available.

Event description:
It was reported that the CADD-Solis pump exhibited a lower-than-expected output. This malfunction may result in a potential risk of over-delivery. There was unknown patient involvement, and unknown harm were reported.